Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's father stated the patient was hypo-unaware and went into a conscious diabetic shock. He indicated that the cgm was displaying 77mg/dl at the time of event and when he checked the patient's bg, the meter was reading 34mg/dl. The patient's father gave the patient frosting tubes to raise the patient's glucose levels. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.